Event description:
On (B)(6) 2012 the lay user/patient's pharmacist contacted lifescan (lfs) from (B)(6) alleging that their onetouch verio meter was prompting an error 5 message. Per the onetouch verio user guide the error 5 message prompts when there is a problem with the test strip. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting an error 5 message. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4):the reported error 5 complaint was observed on the error log; however, pa was unable to reproduce the failure in test. The test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.